Event description:
It was reported that upon interrogation of the device, non-sustained lead noise was observed. Reprogramming changes were recommended. No further information is available at this time.